Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check pacer test. There was no reported pt involvement. A philips bench technician evaluated the device and confirmed the failure. The problem was traced to a faulty therapy pca. The therapy pca was replaced to resolve the failure. The device passed all performance assurance tested and was returned to the customer. This was a malfunction of the therapy pca that caused a pacer test failure.

Event description:
The customer reported that the device failed the op check pacer test. There was no reported pt involvement.